Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure (batch no. 627436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2008), back pain, hot flashes, thorax pain, anemia, miscarriage in 2000, heart disease, unspecified, irregular menstrual cycle, peripheral nerve operation, anxiety, arthritis, asthma, bipolar disorder and graves' disease. Patient denies having alcohol use. Previously administered products included for an unreported indication: iodine and penicillin. Past adverse reactions to the above products included rash with penicillin; and urticaria with iodine. Concurrent conditions included overweight, ex-smoker, bronchitis chronic, bronchitis chronic, spasms, nonspecific abnormal papanicolaou smear of cervix, upper respiratory tract infection, general body pain, vomiting, nausea, diarrhea, chronic cough, bronchitis, rash, endometriosis, gastroesophageal reflux disease, human papilloma virus antibody positive, uterine bleeding, neuropathy, bacterial vaginosis, headache and asthma bronchial. Family history included heart disease, unspecified (mother). Concomitant products included anaesthetics (anesthesia), fluticasone propionate (flonase) since 1990, omeprazole since 2000, salbutamol (albuterol) since 1990 and tizanidine hydrochloride (zanaflex) since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain in abdomen"), abdominal pain lower ("cramping") and carpal tunnel syndrome ("carpel tunnel syndrome"). The patient was treated with medroxyprogesterone (depo provera), surgery (bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia and carpal tunnel syndrome outcome was unknown and the genital haemorrhage, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, carpal tunnel syndrome, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device was placed in the left fallopian tube using standard technique and released with 4 coils in the cavity. 4 coils remaining in the cavity in opposite fallopian tube. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. On (B)(6) 2009 patient had hysterosalpingogram demonstrating bilateral fallopian tube occlusion, status post essure device placement. On (B)(6) 2016 patient had surgical pathology report resulted in endometrium, curettings: - benign endometrium with evidence of exogenous hormone effect. - benign endocervical mucosa with squamous metaplasia. B. Bilateral fallopian tubes, bilateral salpingectomy benign fallopian tubes with paratubal cysts. Gross description: two segments of fimbriated fallopian tubes that measure 5.8 cm in length x 0.5 cm in diameter and 5.5 cm in length x 0.5 cm in diameter. The lumen of each contains a coiled.metallic spring one segment has a paratubal cyst that measures 0.6 cm in greatest dimension. Most recent follow-up information incorporated above includes: on 7-feb-2018: case became incident in follow up.reporter added, patiet historical condition and concomitant condtion added, family history added.lab data received.lot number received, event added as follows:- menorrhagia, vaginal bleeding, dysmenorrhagia,fatigue, alopecia, abdominal pain, abdominal pain lower, carpel tunnel syndrome incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 27-year-old female patient who had essure (batch no. 627436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (27feb2008), back pain, hot flashes, thorax pain, anemia, abortion spontaneous complete in 2000, heart disease, unspecified, irregular menstrual cycle, peripheral nerve operation, anxiety, arthritis, asthma, bipolar disorder and graves' disease. Patiet denies having alcohol use. Previously administered products included for an unreported indication: iodine and penicillin. Past adverse reactions to the above products included rash with penicillin; and urticaria with iodine. Concurrent conditions included overweight, ex-smoker, bronchitis chronic, bronchitis chronic, spasms, nonspecific abnormal papanicolaou smear of cervix, upper respiratory tract infection, general body pain, vomiting, nausea, diarrhea, chronic cough, bronchitis, rash on leg, endometriosis, gastroesophageal reflux disease, human papilloma virus antibody positive, uterine bleeding, neuropathy, bacterial vaginosis, headache and asthma bronchial. Family history included heart disease, unspecified (mother). Concomitant products included anaesthetics (anesthesia), fluticasone propionate (flonase) since 1990, omeprazole since 2000, salbutamol (albuterol) since 1990 and tizanidine hydrochloride (zanaflex) since january 2018. On (B)(6) 2008, the patient had essure inserted. In january 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain in abdomen"), abdominal pain lower ("cramping") and carpal tunnel syndrome ("carpel tunnel syndrome"). The patient was treated with medroxyprogesterone (depo provera), surgery (bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia and carpal tunnel syndrome outcome was unknown and the genital haemorrhage, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, carpal tunnel syndrome, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device was placed in the left fallopian tube using standard technique and released with 4 coils in the cavity. 4 coils remaining in the cavity in opposite fallopian tube. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. On (B)(6) 2009 patient had hysterosalpingogram demonstrating bilateral fallopian tube occlusion, status post essure device placement. On (B)(6) 2016 patient had surgical pathology report resulted in endometrium, curettings: benign endometrium with evidence of exogenous hormone effect. Benign endocervical mucosa with squamous metaplasia. B. Bilateral fallopian tubes, bilateral salpingectomy benign fallopian tubes with paratubal cysts. Gross description: two segments of fimbriated fallopian tubes that measure 5.8 cm in length x 0.5 cm in diameter and 5.5 cm in length x 0.5 cm in diameter. The lumen of each contains a coiled.metallic spring one segment has a paratubal cyst that measures 0.6 cm in greatest dimension. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.